Event description:
As reported by the user facility ((B)(4)): (B)(6) hosp have reported a perfusor space pump that has reportedly over-infused. Infusion was heparin, pt was monitored by medical staff and blood taken for analysis.

Manufacturer narrative:
(B)(4). The history files were read and analyzed. The indicated behavior was not comprehensible. Thereupon the device was subjected to a visual and functional examination. Some slightly external damages were detected. The device showed age-based marks of use. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The long term test could not reproduce the reported failure. Following, a delivery accuracy measurement according (B)(4) was arranged. The inside of the pump revealed some damages, but these are not related to the indicated reason of complaint. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made. Following is described in the IFU: prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damage, missing parts or contamination and check audible and visible alarms during selftest.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A f/u report will be provided when the examination results are available.